Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead could not be implanted. As a result, the lv lead was not used and was replaced. No information regarding the patient's condition or additional details could be obtained.

Manufacturer narrative:
The reported event was identified as lead unable to be implanted. A complete lead was returned in one piece for analysis. No indication of conductor fractures or internal shorts was found during electrical testing. No anomalies were observed during the visual inspection of the lead. The s-curve height was measured and found to be within specification. No anomalies were observed.